Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument would not open to reload. The surgeon used another device to complete the procedure. The hospital has reported to patient injury occurred.